Event description:
This lead was explanted due to high impedances and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which resulted most likely from the explant procedure. In addition, signs of abrasion were found along the lead body. The insulation was intact. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.